Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was unable to cross at the tortuousity in proximal rca. When trying to advance the balloon, it was advanced forward, and dilation was performed 4 times at 6atm, but it was unable to cross. After that, it was noted that the balloon ruptured at 8th dilation. The balloon was simply removed from the patient's body and the procedure was completed with a different device. No complications reported and patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm proximal of the distal tip bond. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12atmospheres as per wolverine specification (90936547, s5979 cutting balloon design input record). A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device. The markerbands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was unable to cross at the tortuousity in proximal rca. When trying to advance the balloon, it was advanced forward, and dilation was performed 4 times at 6atm, but it was unable to cross. After that, it was noted that the balloon ruptured at 8th dilation. The balloon was simply removed from the patient's body and the procedure was completed with a different device. No complications reported and patient was good post procedure.